Manufacturer narrative:
B4:2jul2021. The authorized service provider (asp) determined the battery needed to be replaced. The asp replaced the battery, and the issue was resolved.

Manufacturer narrative:
Date of report: 28may2021. There was no patient involvement.

Event description:
Charged battery led does not turn on, no battery signal. The customer reported the battery was charged; however, the ventilator did no work in battery mode. The led does not turn on, and there is no battery signal. There was no patient involvement.